Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service) due to insulation damage. Besides surgical intervention, no adverse patient effects were reported.